Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the operation of the arctic sun device was no longer possible, which was switched off during operation. In addition, the device also seemed to be leaking and emptying the mat was also not possible. Per follow up information received via email on 18sep2023, device will be repaired in the hospital by medtech. Once done, paperwork will be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Event description:
It was reported that the operation of the arctic sun device was no longer possible, which was switched off during operation. In addition, the device also seemed to be leaking and emptying the mat was also not possible. Per follow up information received via email on 18sep2023, device will be repaired in the hospital by medtech. Once done, paperwork will be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.